Event description:
It was reported that bradycardia and complete heart block(chb) occurred. Procedure summary: access was gained through a left transfemoral approach. A safari2 guidewire and a lotus introducer sheath were positioned. The 25mm lotus edge valve was successfully implanted in the patient. During the procedure, the patient developed bradycardia (heart rate in the 40 beats per minute). The bradycardia progressed into chb. A permanent pacemaker was implanted to treat the events. The 25mm lotus edge valve was successfully implanted in the patient.